Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issues (reduced angulation and free play) were confirmed and found to be caused by wear of the angulation wire. It was observed the bending angle in all directions was out of specification and there was play in the up/down and the right/left angulation knob. In addition, service found the bending section cover was dirty, the connecting tube was scratched, the universal cord was scratched, the displayed image was foggy due to damaged ccd (charge-coupled device) unit, and the plastic distal end cover was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the bending angle was out of specification and there was play in the up/down angulation knob of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, adhesion of foreign material to forceps elevator was confirmed. It was determined to be due to insufficient cleaning of the device. The foreign material could not be identified. Although the customer is trained on reprocessing as per IFU by omsi field service and they are correctly performing the following asked reprocessing steps including brushing, sometimes delay in pre-cleaning happens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. IFU (reprocessing manual) states the possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Updated fields: b3, b5, e1, e2, and e3.

Event description:
Additional information was received from the user facility regarding the reported event (the bending angle was out of specification and there was play in the up/dwon angulation knob): the reported issue was observed while reprocessing the subject device and no patient or procedure was involved.